Event description:
It was reported to resmed that an astral device's power supply was broken. There was no pt harm or injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The power supply was returned to resmed corp in (B)(4). Eval confirmed that the power supply was not functioning due to a damaged power cord. (B)(4).